Manufacturer narrative:
Patient codes: 1762 labeled. Device codes: 1212 labeled. (B)(4). Correction: device code 1546 was removed. Evaluation summary: the device was returned for analysis. The reported detachment of a device component was confirmed. The reported deflation issues could not be confirmed due to the condition the device was received for analysis. The reported entrapment of the device could not be replicated in a testing environment as it is related to operational context of the procedure. A cine was received and reviewed by an abbott vascular clinical specialist who concluded the following: the death in this case is related to the inability to deflate the sds which contributed to the separation of the catheter with a retain component in the lm. A combination of factors contributed to this failure. The two calcified areas were never documented to be fully expanded. It is reported that the balloon used for pre-dil was 2.5mm and the stent a 4.0 diameter which maybe a contributing factor. When the second inflation of the sds occurred, the gc was pulled back creating a hinge point in the sds at the ostium of the lm. The sds was also inflated within the gc. Both likely were contributing factors to the separation. Catheter separation due to partially deflation, resistance and patient anatomy contributed to the patients death in this case. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The device was successfully deployed and deflated at the 80% stenosed, chronic totally occluded and heavily calcified target lesion. The device was repositioned for use in further dilation and the device interacted with a calcified shelf prior to re-inflation. During inflation of the device air can be seen within the stent delivery system (sds) indicating a leak and/or fracture of the shaft possibly due to noted interaction with the calcified shelf. The proximal portion of the balloon can be seen within the guiding catheter during re-inflation and the calcified shelf is seen as a point of resistance likely causing the reported deflation issues and detachment of a device component. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects cardiac arrest and death are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Cine review by abbott vascular clinical specialist noted that during stent delivery system (sds) inflation, a resistant lesion in noted in the mid stent. During inflation a large volume of air is seen within the sds. Also noted is that during inflation the most proximal shaft/balloon is within the guide catheter (gc). The calcified shelf is a point of resistance at the ostium of the left main (lm). The partially deflated sds balloon is seen separated. Cardiac motion is then seen to have stopped and cardiac massage is seen being applied.

Manufacturer narrative:
Patient codes: 2687 not labeled device codes: 1562 labeled 1149 labeled 1546 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat an 80% stenosed, chronic totally occluded and heavily calcified thrombus lesion in the distal left main (lm) coronary artery. Following pre-dilatation in the left circumflex (lcx), with an unspecified 2.5x15mm balloon, intravascular ultrasound revealed that the ostium of lcx was subtotally occluded. A 4.0x33mm xience xpedition stent was deployed in the lm to lcx at 14 atmsopheres (atm). After deflation of the stent delivery system (sds) balloon, the sds was moved to dilate the lm ostium. The shaft of the sds began to separate as it was noted to be extra soft and during the attempt to dilate the lm ostium at 18 atm the pressure was not elevating as usual. Negative was held for 60 seconds during the attempt to deflate the balloon, but the balloon failed to deflate and the distal shaft detached due to the suspected shaft fracture. A snare was used and multiple attempts were made to remove the separated portion of the sds and undeflated balloon using the guiding catheter and diagnostic wire, but were unsuccessful. The surgeon opened the xiphisternum, but the patient expired two minutes after. No additional information was provided.